Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs were not locking in the insulin pump anymore. The customer's blood glucose was unknown. The customer stated that the insulin pump may have been hit against the wall and that the reservoirs were sliding and coming out. The customer also mentioned that the threading in the reservoir compartment was damaged. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had a missing reservoir tube lip o-ring noted.